Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the pt reported that she received an e4 (occlusion) error on her infusion device, while attempting to bolus for elevated blood glucose of 411 mg/dl. Her normal blood glucose level is the upper 100's mg/dl. To troubleshoot, the pt was instructed to disconnect from her infusion site and she was able to prime without error. She was advised to change the infusion site. She stated that she does not have supplies with her and she is unsure when she will be able to change the infusion site. She stated the infusion site was changed last night, and "it felt like the needle was bending" upon insertion. She stated that she rotates infusion sites from side to side, and she does have scar tissue. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.